Event description:
Description of event as reported by patient on maude report (B)(4): "celect ivc filter was implanted on 2013. Three months later, dr. Tried to remove filter. Unsuccessful. Two weeks later, another dr. Tried to remove filter. Unsuccessful. I went to another hospital and the filter was removed. The first 2 attempts mangled the filter and broke off 2 spokes, or legs of the device. They were located in the heart and lung, unable to remove. They are still there. That is 4 surgeries and I am left with 2 pieces of metal in 2 vital organs." Patient outcome as reported by patient. 2 fragments remain in patient's heart and lung.

Manufacturer narrative:
(B)(4). Catalog# is unknown. However, referred to as celect filter. Lot# is unknown as information was not provided by initial reporter. Expiration date: unk as lot # is unknown. Exact implant date is unk. However, implanted on 2013. Explant date: unk as information was not provided by initial reporter. Unk as lot# is unknown corrected data from maude event report (B)(4): the investigation is in progress.